Event description:
It was reported that the device had a patient side occlusion alarm. Both pressure sensors were replaced. The device was calibrated and preventative maintenance (pm) was performed and passed all tests. No further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
The reported issue that the device had a patient side occlusion alarm could not be confirmed; no product or device logs were returned for investigation. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 02sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Manufacturer narrative:
The reported issue that the device had a patient side occlusion alarm could not be confirmed; no product or device logs were returned for investigation. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 02sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
It was reported that the device had a patient side occlusion alarm. Both pressure sensors were replaced. The device was calibrated and preventative maintenance (pm) was performed and passed all tests. No further information will be provided, including patient demographics and no products will be returned.